Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that during the day they can go to the restroom, but at night they had big time problems. Patient stated that they wake up every 2.5-3 hours and have to go the bathroom, but they can't get there. Patient said they wear diapers and pads to bed and still have to change when they get up. Patient mentioned some medical history that they have been sent for a sleep apnea study and they said that they had severe sleep apnea and they don't know if that's an underlying cause for their issues or maybe that's why the device isn't working for them at night. Patient also mentioned that their feet and ankles swell during the night and usually after midnight they have to get up 3 times. Patient added they haven't made any adjustments. Reviewed therapy information. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient had an appointment with healthcare provider (hcp) and manufacturer representative (rep) on april 30th. Additional information was received from the patient. It was reported that they received the device for their bladder and bowel and it wasn't working like it should be. Patient said they were still having issues with their bladder. Patient said they felt like they were back to where they were symptom wise before they got their device, patient didn't know when they noticed this change. Patient said that they can't go longer than 2.5-3 hours without going to the bathroom during the day time. Patient said they lived in a small house but it was even challenging to make it to the bathroom even in that small space because when they would stand up it would start coming out of them with no warning. Patient said when they would stand up sometimes they would have incontinence. Patient said issues of wetting pads/diapers 3 times a night had not changed. During call agent walked patient through connecting to therapy app. Agent reviewed information about therapy and patient increased stimulation from 2.6 to 3.6v until they felt it comfortably in bicycle seat area. Patient will maintain stimulation and monitor symptoms. The patient was redirected to their hcp to further address the issue. Patient has an appointment with hcp in june and will be reaching out to hcp to ensure that the rep was at appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.